Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the lead was unable to be removed from the pacemaker's header. The leads were eventually disconnected after removing the set screw and injecting a saline solution into the header. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to disconnect was not confirmed. As received, the device output and telemetry communication were normal. The device battery was found at the elective-replacement level consistent with normal usage. Functional test performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.